Event description:
A physician performed an arteriotomy closure using the starclose device. The patient experienced an intimal dissection and developed a hematoma which caused an occlusion of the common femoral artery. The artery was surgically repaired and the patient was reported as doing well.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.